Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6) , batch: 7077020.

Event description:
It was reported that the spinal cord stimulation (scs) patient was hospitalized after receiving an abnormal EKG reading. No other actions were taken, and the patient was discharged on the same day. The event was reported as possibly related to the procedure and not related to the device hardware or stimulation. Additional information was received providing the model and serial numbers of the leads that were implanted at the time of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient was hospitalized after receiving an abnormal EKG reading. No other actions were taken, and the patient was discharged on the same day. The event was reported as possibly related to the procedure and not related to the device hardware or stimulation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: unk-p-scs-linear leads, model: null, serial: null, batch: null.